Event description:
Diagnosed with lung cancer in (B)(6) 2019, took out a lobe in her lung in (B)(6) of 2019 (as of now, cancer free). Got a philips CPAP dreamstation in 2016, then developed the aforementioned problems.